Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that the insulin pump was not delivering insulin. The customer¿s blood glucose level 192 mg/dl at the time of the incident. Customer stated that the insulin pump does detect occlusions and the pump does not tell the customer when the reservoir was low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with partially broken off piece at the reservoir tube lip. However, the p-cap or reservoir locked properly. Insulin pump received with operating currents within specification. Insulin pump passed displacement test, self test and unexpected restart error test. Insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty sensor resistance (gold). Unable to perform, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with cracked case at the display window corners, display window and battery tube threads. Insulin pump received with broken belt clip rail. Insulin pump received with minor scratched display window and case. Insulin pump received with stripped battery cap coin slot (p).